Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07144. It was reported the pt no longer had right-sided stimulation coverage. Multiple contacts on one lead showed high impedances. It was reported the physician ordered a CT scan and x-rays. After review of the imaging, the physician suspected a kink in one of the leads. It was reported surgical intervention would be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.